Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the machines did not display the correct time. A technical support specialist (tss) dialed into the station and performed by following the knowledge article "device time is incorrect" to resolve the issue. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machines did not display the correct time and showed inaccurate timestamps. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.